Event description:
It was reported that the patient with this right ventricular (rv) lead experienced chest pain and pericardial effusion. The rv thresholds were checked, the bipolar was 1.4 volts at 2.0 milli seconds configuration and a unipolar configuration was 2.8 volts at 2.0 milli seconds. Physician was then suspected of rv lead perforation and was confirmed via echo. Insertion of pericardial tap was performed to drain almost 1000 milli liters of blood and additional bulb was placed at the end of the drain to collect further blood. This rv lead was then explanted and replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced chest pain and pericardial effusion. The rv thresholds were checked, the bipolar was 1.4 volts at 2.0 milli seconds configuration and a unipolar configuration was 2.8 volts at 2.0 milli seconds. Physician was then suspected of rv lead perforation and was confirmed via echo. Insertion of pericardial tap was performed to drain almost 1000 milli liters of blood and additional bulb was placed at the end of the drain to collect further blood. This rv lead was then explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.